Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. The detachment controllers and pusher wire used in the procedure were stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a return attempt. Ongoing attempts will be made for the return. The alleged product issue/event as described could not be confirmed. If the detachment controllers and pusher wire are received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: during treatment of a basilar tip artery, the aneurysm was treated with a web device. After the successful placement of the web device, it did not detach. Two more attempts with the wdc were unsuccessful. The delivery wire of the web was pulled, and it was not detached. A second wdc-2 was used. The distal tip of the via 17 was advanced to the detachment zone of the web device. The physician pressed the button two times. The web was not detached. The contacts of the pusher wire were cleaned. The new attempt to detach was unsuccessful. The trails to detach the web took for more than 20 min., the device was not removed due to physician's preference. A torque device was used on the pusher wire of the web. The pusher wire was twisted in one direction than in the other. After a few trials he felt the release of tension inside the pusher wire. The web was finally detached. After the perfect placement inside the aneurysm, the web now was not placed optimal because of the manipulation. The physician was satisfied with the position and the examination was finished. The patient is doing well. No injury caused by this issue.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher) 2x wdc-2 items not returned for evaluation: web implant, introducer, dispenser hoop, microcatheter. The visual analysis of the returned items found the implant to be separated from delivery system and not returned, the liner at the proximal connector damaged, and the proximal connector kinked at the lead wire joints. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured and found to be out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch. The heater coil did show signs of controller activation with an indication of a melted tether and liner. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. The returned controllers were evaluated and found to be functioning as normal. The investigation of the returned web system found the implant separated from the delivery system, the liner damaged at the proximal connector, the proximal connector kinked at the lead wire joints, and the heater coil windings stretched. The implant was not returned for evaluation as it was detached in the aneurysm as described in the reported event. The device failed continuity and resistance testing due to the damaged connector and heater coil windings, which is consistent with the alleged detachment issue. However, the heater coil liner and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: during treatment of a basilar tip artery, the aneurysm was treated with a web device. After the successful placement of the web device, it did not detach. Two more attempts with the wdc were unsuccessful. The delivery wire of the web was pulled, and it was not detached. A second wdc-2 was used. The distal tip of the via 17 was advanced to the detachment zone of the web device. The physician pressed the button two times. The web was not detached. The contacts of the pusher wire were cleaned. The new attempt to detach was unsuccessful. The trails to detach the web took for more than 20 min., the device was not removed due to physician's preference. A torque device was used on the pusher wire of the web. The pusher wire was twisted in one direction than in the other. After a few trials he felt the release of tension inside the pusher wire. The web was finally detached. After the perfect placement inside the aneurysm, the web now was not placed optimal because of the manipulation. The physician was satisfied with the position and the examination was finished. The patient is doing well. No injury caused by this issue.